Manufacturer narrative:
(B)(4). Date sent: 11/4/2021. Additional information: the case was a sigmoid colectomy and not a lap appendectomy. After communicating with the customer, the stapler was used as indicated. The patient had multiple comorbidities prior to surgery.

Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that post op to a laparoscopic appendectomy the patient had a leak. No other information is available.